Manufacturer narrative:
Analysis found normal battery depletion.

Manufacturer narrative:
.

Event description:
It was reported that the pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6) 2014, due to normal elective replacement indicator.